Manufacturer narrative:
No conclusion code available; failure event observed during analysis. A partial distal segment of the lead measuring 48.5 cm returned for analysis. External insulation abrasions were noted at 39.8 cm to 40.4 cm, 45.8 cm to 46.6 cm and 41.9 cm to 42.1 cm from the distal tip consistent with lead friction to the ICD can. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 16.5 cm to 19.5 cm from the distal tip. The etfe coating was damage consistent with explant process and the inner coil was intact at this location. Internal insulation abrasion was noted at 8.9 cm to 10.8 cm from the distal tip. The etfe coating was abraded on one of the rv cables.

Event description:
This report is to advise of an event observed during analysis.